Event description:
It was reported the pt can no longer activate her ipg. The pt was hospitalized (for an unk reason) for several months and was unable to recharge the ipg. It was also reported the charger and reprogrammer can no longer communicate with the ipg. The pt is scheduled to undergo surgical intervention on a laser date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.